Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the patient had difficulty tolerating insufflation. There was a concern that the flow rate of the da vinci insufflator was contributing to a rise in the patient's end-expiratory carbon dioxide and potential instability. The da vinci insufflator was discontinued, and a third-party airseal insufflator was used for the remainder of the procedure. The patient tolerated insufflation after the da vinci insufflator was discontinued. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit and replaced the insufflator to correct the reported problem. The system was then tested and verified as ready for use. Intuitive surgical inc. (Isi) received the insufflator associated with this complaint. Failure analysis did not confirm the reported event. The unit was visually inspected, and no issues were found to be related to the event. The unit was installed onto a known good in-house system, and it passed self-testing. The unit was able to detect valid and invalid tube set when engaged. There was no gas leakage observed. Functional testing on the unit was performed, and it passed the occlusion detection test. The unit passed the insufflation and desufflation tests for both standard and thoracic modes. The flowrate stayed consistent throughout all tests.